Event description:
It is reported that the pt experienced a two stage revision for infection. The first stage was on (B)(6) 2011 and the second stage was on (B)(6) 2012.

Manufacturer narrative:
This report will be amended when our investigation is complete.